Event description:
The manufacturer was contacted in reference to a customer requesting information on a reimbursement check related to a recalled device. Information received alleges that the patient passed away over a year ago. There is no allegation of device malfunction. There is no allegation that the device contributed to the patient death. No other information is available at this time. This report is being submitted for an allegation of a patient death only due to insufficient information related to the device. The device has not been returned to the manufacturer for investigation. The manufacturer investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information is provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Manufacturer narrative:
The manufacturer was contacted in reference to a customer requesting information on a reimbursement check related to a recalled device. Information received alleges that the patient passed away over a year ago. There is no allegation of device malfunction. There is no allegation that the device contributed to the patient death. No other information is available at this time. This report is being submitted for an allegation of a patient death only due to insufficient information related to the device. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 was updated.